Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the original surgery date was unknown. Surgeon did the patients first revision on (B)(6) 2010. Patients complaint was that he was dislocating. The surgeon upon examination decided to revise the patient again. Surgeon removed a 36mm +4 10 degree poly liner, 36mm +12 metal femoral head, locking ring from the cup as well as the hole eliminator. Surgeon implanted a new duralock locking ring, a 32mm constrained 58/70mm liner and a 32mm ts ceramic revision femoral head. The patient's hip was then reduced and put through the rom and surgeon was satisfied with the results. Left hip.